Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use device, discarded.

Event description:
Customer reported an unconfirmed false positive result with the binax now covid-19 ag self-test performed on (B)(6) 2023. The consumer also tested with an unknown self-test (brand and manufacturer unknown) on (B)(6) 2023, both of which generated negative results. No additional patient information, including treatment and outcome, was provided.

Event description:
Customer reported an unconfirmed false positive result with the binax now covid-19 ag self-test performed on 10jan2023. The consumer also tested with an unknown self-test (brand and manufacturer unknown) on (B)(6) 2023, both of which generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 212799 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 212799 and device part number 195-430wl / lot 209883. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 212799 showed that the complaint rate is 0.000714 %. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination.d4-expiration date h3 other text : single use device, discarded.